Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes d10: returned to manufacturer on: 19-jan-2023 h6: investigation summary three samples were provided to our quality team for investigation. Through visual inspection, it was observed that there was a little bit of silicone lubricant on top of the stoppers and inside the syringes near the tip. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The observed silicone is in the expected amount per product specification so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2290184. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: syringes that have bot been opened and they contain microbubbles and aoily residue in the package. Small bubbles seen in the syringe were residue from the silicone lubricant,

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: syringes that have bot been opened and they contain microbubbles and aoily residue in the package. Small bubbles seen in the syringe were residue from the silicone lubricant,